Event description:
It was reported to st. Jude medical that the patient recently had a left ventricular assist device (lvad) implanted and subsequently the ICD could not be interrogated. Technical services discussed moving the programmer wand for optimum telemetry placement. A number of wand placements were tried, but all were unsuccessful. The device remained implanted as the ICD was functioning properly despite the limited telemetry. However, in 2006, it was reported that the device was explanted.

Manufacturer narrative:
The customer's reported condition of fail code 810:04 was confirmed. A field corrective action has been initiated.